Event description:
It was reported that the patient had surgery (B)(6) 2009 and at the (B)(6) 2012 visit she complained of pain in the thigh area x-rays showed lucency in zone 3 and zone 1, with zone 2 looking like consolidation has occurred. At her stem site, new subsidence in the lateral flare of her component was seen. Revision took place (B)(6) 2013 and patient is doing well post op.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding stem loosening involving a definition pm stem was reported. The event was confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. A review of the device history records indicates all devices accepted into final stock met specifications. There have been no other events for this lot. The root cause could not be determined as the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that the patient had surgery (B)(6) 2009 and at the (B)(6) 2012 visit she complained of pain in the thigh area x-rays showed lucency in zone 3 and zone1, with zone 2 looking like consolidation has occurred. At her stem site, new subsidence in the lateral flare of her component was seen. Revision took place (B)(6) 2013 and patient is doing well post op.